Event description:
Additional information was received from the customer stating that the event occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and correction to initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was evaluated by an on-site field service employee (fse). The fse found that the front panel display blinked due to position failure of the optical detection sensors of the endoscope connector. Based on the results of the investigation, it was confirmed that the ¿front panel display blinked¿ due to position failure of the optical detection sensors of the endoscope connector. However, the specific root cause of the position failure could not be determined at this time. Correction: per the legal manufacturer, there is no potential for this issue (front panel blinks) to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii xenon light source front panel indicators were all blinking. It was noted that the device continued to work despite this issue. There were no reports of patient harm associated with the event.